Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, due to damage on cable unit, the endoscopic image cannot be displayed, and due to poor watertightness of cable unit, water tightness was lost. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the hd autoclavable camera head had no image transmission, and the buttons did not work. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.a review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty cable. It was thought that the cable had become defective due to water damage. It was likely that water entered it through a perforation. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.